Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not power on. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and found the potential pdu controller was bad and, f10 in mpdu was blown. The defective mpd control unit was returned for failure analysis and confirmed the transformer resistance between pin 1 and 2 was 2.7 ohm and which should be in between 140-155 ohm. Fse replaced the mpdu control module. After the replacement of mpdu control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not power on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.